Manufacturer narrative:
An event of drop in blood pressure leading to a full re-capture and removal of the device was reported. The device was returned to abbott and the investigation found the nose cone was noted to be curved. No other anomalies were noted with the delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The damage noted to the device is consistent with damage during use. The cause of reported patient effect of hypotension could not be determined. The reported intervention is result of cardiopulmonary resuscitation and medication (epinephrine) administered. The following day the patient required a chest tube due to the CPR. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. After pre-dilating the aortic valve with a 24mm non-abbott balloon, the patient's diastolic pressure dropped with the systolic remaining approximately at 100. The patient was diagnosed with aortic regurgitation. While deploying the valve at 80% the valve was 3mm from the non-coronary cusp (ncc) but too deep on the left coronary cusp (lcc). A discussion was made to mitigate it using a non-abbott wire. While re-sheathing the valve the valve pressure dropped rapidly, leading to a full re-capture and removal of the valve and delivery system from the patient. Cardiopulmonary resuscitation (CPR) was initiated, and epinephrine was administered. The patient was put on bypass, and a non-abbott valve was implanted. The patient's symptoms improved upon removal of bypass. The following day the patient required a chest tube due to the CPR. On (B)(6) 2025 the chest tube was removed. The patient status was stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. After pre-dilating the aortic valve with a 24mm non-abbott balloon, the patient's diastolic pressure dropped with the systolic remaining approximately at 100. The patient was diagnosed with aortic regurgitation. While deploying the valve at 80% the valve was 3mm from the non-coronary cusp (ncc) but too deep on the left coronary cusp (lcc). A discussion was made to mitigate it using a non-abbott wire. While re-sheathing the valve the valve pressure dropped rapidly, leading to a full re-capture and removal of the valve and delivery system from the patient. Cardiopulmonary resuscitation (CPR) was initiated, and epinephrine was administered. The patient was put on bypass, and a non-abbott valve was implanted. The patient's symptoms improved upon removal of bypass. The following day the patient required a chest tube due to the CPR. On (B)(6) 2025 the chest tube was removed. The patient status was stable.